Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding pump. The customer reports something shorted inside the cord. It started to smoke and then it burned a hole in the charger case.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.